Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the gds had an air flow sensor u1 out of specification that caused the air flow and oxygen flow accuracy tests to fail and the ¿low leak co2 rebreathing risk¿ alarm to occur. Replacing the air flow sensor resolved the issue and the air/o2 flow pv tests passed.

Manufacturer narrative:
Patient information was requested from the customer , but no response received.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was in use, but there was no patient harm reported